Manufacturer narrative:
Per the field service representative, the unit will not be returned as the perfusionist informed him that the electronic patient gas system (epgs) was working fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a false fraction of inspired oxygen (fio2) reading on the electronic patient gas system (epgs). Fio2 was set at 55 and it was reading 48 on central control monitor (ccm). The reading went back up to 55 for a short time and then returned to 48. There were no alarms or alerts observed. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: according to perfusionist (ccp), during cpb for a neonatal patient, she experienced a false fio2 reading on the ccm. The fio2 was set at 55 and it was reading 48 on ccm screen. The reading went back up to 55 for a short time and then returned to 48. This was noticed about 15 minutes after initiation of bypass, though the ccp admits that it may have been this way before she noticed. The low reading lasted approximately 30 minutes. The sweep gas was set at a low flow (0.33 liters per minute [l/min]). There was no impact to the patient as a result of the false reading. The ccp elected to continue using the epgs for the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.